Event description:
The account generated a nonreactive axsym hcv v3.0 result on a pt who was known to be hcv positive. In 2007, the pt tested axsym hcv v3.0 nonreactive (0.35 s/co). The nonreactive result was questioned by the physician because the pt known to be hcv positive. The specimen was repeated with an axsym hcv v3.0 reactive result (67.87 s/co). No error messages were present in the axsym analyzer message log. The account questioned why no error message was generated by the axsym analyzer and replaced the axsym analyzer with an axsym plus analyzer. In 2008, abbott was informed of a user report to affsaps from the account. The user report stated no error message occurred during pipetting on the axsym analyzer which lead to an erroneous axsym hcv 3.0 result. The account stated in addition to axsym hcv 3.0, the specimen was also tested for hepatitis b and hiv. A sample alarm occurred on the axsym analyzer for the testing for the same pt specimen. The axsym testing and other serologies generated negative results. The nonreactive axsym hcv 3.0 result was not reported outside of the lab. No impact to pt management was reported. End of report.

Manufacturer narrative:
Other: (investigation is in process). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.